Event description:
Independent repair center: customer alleged alarming/red light and the key failure, the valve is not shifting. As stated on the repair statement additional malfunction on this device: pilot valve alarm and shut down.